Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user turned the ilet pump off during a low glucose event and was unsure how to turn it back on; the agent advised placing the pump on the charging pad to restore operation, after which the device powered on and the user¿s glucose was in range. Symptoms included dizziness associated with hypoglycemia. Outcomes included self-treatment with oral carbohydrates and no need for medical intervention or assistance. Investigation included complaint intake, troubleshooting guidance to re-enable therapy by charging the device, and collection of blood glucose event details. Investigation of this case revealed hypoglycemia with an unclear cause, with physical activity as a plausible contributor, and no device malfunction was identified after successful restart and return to the target range. Based on previously established findings from similar reports, it was concluded that the cause was inconclusive.